Event description:
It was reported that the System Controller was exchanged, which resolved the problem.

Manufacturer narrative:
NO FURTHER INFORMATION WAS PROVIDED. A SUPPLEMENTAL REPORT WILL BE SUBMITTED ONCE THE MANUFACTURER¿S INVESTIGATION IS COMPLETED.

Event description:
IT WAS REPORTED THAT THE PATIENT NOTICED THAT THEY WERE UNABLE TO CONNECT TO MOBILE POWER UNIT (MPU). NEXT DAY AT CLINIC, IT WAS NOTED THAT THE PATIENT HAD A PIN STUCK IN THEIR WHITE CONNECTOR FROM SYSTEM CONTROLLER FROM THE PATIENT CABLE OF A POWER MODULE. THE CONTROLLER WAS EXCHANGED.

Manufacturer narrative:
Manufacturer's Investigation Conclusion: The reported difficulty connecting the white power cable to power sources was confirmed via analysis of the returned controller. The HeartMate 3 System Controller (serial number (b)(6) was returned and found to have a pin lodged in the white power cable connector. This observed finding would cause difficulty connecting the power cable connector to power sources. The pin lodged in the white power cable connector was removed prior to testing the controller. The connector had no other bent or broken pins. The controller was then connected to a mock loop, Patient Cable, System Monitor, and Power Module. The System Controller was able to charge and operate as intended. The System Controller was connected to a mock circulatory loop for an extended duration and was able to operate a pump without issue. The controller subsequently underwent functional testing and passed. The downloaded System Controller Event Log File (from serial number (b)(6) was reviewed and contained no notable events or alarms. The controller appeared to support the system as intended while the Driveline was connected. A root cause for the reported event was determined to be a pin from patient cable lodged in the white power cable connector, although a root cause for this finding could not be conclusively determined. The HeartMate 3 Left Ventricular Assist System (LVAS) Instructions for Use (IFU) (Rev. B) and the HeartMate 3 Patient Handbook (Rev. C) are currently available. The current revision of the IFU can be found on the eIFU page of the Abbott website. The Patient Handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. HeartMate 3 Instructions for Use Section 8- ¿Equipment Storage and Care¿ and HeartMate 3 Patient Handbook Section 6- ¿Caring for the Equipment¿ explain how to properly take care and maintain the integrity of the System Controller. The IFU states in the ¿Guideline for Power Cable Connectors¿ section to ¿Line up the half circles inside the connectors¿ Gently bring the connectors together, turning them slightly to make the connection, if needed¿ Never twist connectors or pull them apart at an angle.¿. The relevant sections of the device history records for (b)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.